Event description:
The report stated that approx one min after starting a radio frequency ablation procedure, a water leak occurred from the hand piece on the tube side. However, the doctor continued to ablate with it and completed the procedure. There was no pt injury reported.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.